Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant were installed in intraoral regions #21 and #23 it was verified its non osseointegration. 25 ncm of primary stability was achieved and immediate load was performed. Patient had low bone quality (bone type iii). The implant was carried out immediately.